Manufacturer narrative:
Citation: carlozzi et al. Transcatheter pulmonary valve replacement in middle and older age: results from a harmony tpv multicenter registry. Pediatric cardiology.  2025 aug 25, volume:46, s83-s84.  Doi: 10.1007/s00246-025-03965-8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding clinical results patients following transcatheter pulmonary valve replacement. The study population included 549 patients who were with a median age of 33.3 years old. All patients were implanted with a medtronic harmony bioprosthetic transcatheter valve delivered by delivery catheter system (dcs). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: interventional wire-related pulmonary artery trauma (n=3), vascular access complications (n=3), hypotension requiring treatment (n=2) and arrhythmia requiring treatment (n=2). No further information was provided pertaining to medtronic products.